Event description:
In an attempt to place a stent in a gap located between two previously deployed stents, an endovascular stent with delivery system was successfully advanced through one of the previously deployed stents at the target lesion site in the patient's left subclavian vein. Upon initial inflation, the balloon ruptured at 2 atmospheres of pressure. The balloon catheter was withdrawn from the patient without complication, and several other balloon catheters were utilized to successfully expand and deploy the stent. The following day, while examining the retrieved balloon catheter , a portion of the balloon was observed to be missing. The patient expired forty-eight hours after the stenting procedure.